Manufacturer narrative:
Citation: çakal s, et al. Vascular complications after transcatheter transfemoral aortic valve implantation: modified sheath-to-femoral artery ratio as a new predictor. Anatol j cardiol. 2022 jan;26(1):49-56. Doi: 10.5152/anatoljcardiol.2021.147. Presented as a poster presentation at the europcr congress held in paris between 18-21 may 2021. Earliest date of presentation used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the incidence, impact, and predictors of vascular complications during transfemoral transcatheter aortic valve implantation (tavi). All data was retrospectively collected from a single center between 2016 and 2019. The study population included 223 patients (predominantly male, mean age 78.7 years). Patients were implanted with either a non-medtronic valve type (n = 163) or a medtronic evolut r via the enveo r delivery system (n = 60). No unique device identifier numbers were provided. Among all 223 patients, 34 deaths occurred within 30 days of tavi. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Although a direct correlation was not made, evolut r may have been associated with the following adverse event: annular rupture. Treatment was not specified but may have included: conservative management (manual compression, fluid therapy, or blood transfusion), stenting, or surgical intervention. Although a direct correlation was not made, enveo r delivery system may have been associated with the following adverse events: vessel rupture, hematoma, stenosis/occlusion, aortic dissection, pseudoaneurysm, and major bleeding. Types of treatment performed: conservative management (manual compression, fluid therapy, or blood transfusion), balloon angioplasty, stenting, and surgical intervention. No additional adverse patient effects or product performance issues were reported.